Event description:
It was reported that the patient was having difficulty charging the Implantable Pulse Generator (IPG). The patient's IPG was replaced with a non-rechargeable MRI compatible device. The patient was doing well postoperatively and the explanted IPG was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block B3: Exact date approximated based on the date the manufacturer became aware of the event.